Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, the blade was broken off soon. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.